Event description:
Health professional additionally reported ¿left breast reveals in the 1:00 position 9cm from the nipple a stable 4mm hypoechelc nodule¿.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, crease fold, brown particles, broken plug strap. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. The reason for reoperation is capsular contracture baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation and capsular contracture baker grade unknown. Device has been explanted.